Event description:
The tips of two (2) 2.5mm drill bits broke during surgery and were left embedded in the patient's proximal tibia. This also caused a 13-minute surgical delay.

Manufacturer narrative:
Examination was not possible, as the product was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Provided information states it looked as though the surgeon drilled across another screw and may have put force on the tip of the drills. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should the product and/or any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.